Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was fired sideways when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the firing. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. There was no unexpected resistance in releasing the device. The device was not fired after the incident.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected eleven clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.